Manufacturer narrative:
The 6dct tracheostomy tube with lot number 0810000060 was received for evaluation. Visual inspection was performed, and it was observed that the snap head was broken off of the right side top, where it is assembled to the inner cannula. The reported failure mode was confirmed.

Event description:
The caller stated that a customer reported an issue with a 6dct. The patient was getting the tracheostomy tube changed from an 8 perc to a 6dct and the hub broke off and, the inner cannula would not stay connected. The caller stated the customer reported that half of the upper piece, snapped off. It was the upper piece of the snap head. The caller stated that the patient was being downsized from an 8 pec to 6dct, and they had just gotten the tracheostomy tube in and were in the process of inserting the inner cannula when they noticed that the upper piece had come off. The patient was extubated and re-intubated with another 8dct.